Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 407 mg/dl at the time of incident. The customer reported blood glucose value from reported event was 397 mg/dl and sensor glucose value from reported event 256 mg/dl. The customer was assisted with troubleshooting. Sensor glucose and blood glucose difference 141 mg/dl. Customer states sensor glucose and blood glucose difference was not within target range of glucose difference. Insulin delivery was not suspended due to sensor glucose values. The sensor will be return for analysis. The insulin pump will not be returned for analysis.